Event description:
Additional information was received from a healthcare provider who reported that a single alarm sounded off 3-4 weeks ago. The cause was unknown. There was no motor stall associated with the alarm. The pump was reprogrammed, and it had not alarmed since; the issue seemed to be resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for intractable spasticity indications for use. It was reported that they were getting one beep every 24 hours from the pump. The agent reviewed the pump alarms and redirected the patient to healthcare provider. Additional information was provided from a consumer stated that the healthcare provider (hcp) has pulled the pump logs twice, later stated they saw hcp 3 times when they had 1 beep 3 days in a row. The hcp 'reset' the pump, and the pump was fine for 3 weeks but yesterday out of the blue the pump alarm at 7:28am then stopped alarming after that. The pump has sporadically alarmed once a day since (B)(6), later started a month ago. During the first pump interrogation, the logs displayed a stall associated with magnetic resonance imaging (MRI) of their feet, which the patient mentioned that the pump was not checked afterwards, but has not shown anything on the logs since then. After the physician reviewed the logs yesterday, they were 99 percent sure there was nothing wrong with the pump and the pump did not appear to be an issue, especially since the pump is 3 years old. The physician was not concerned because there were no stall errors appearing when the patient was bolusing. The patient stated that they never had a critical alarm from the pump, and maybe it beeped once in the early days but was unsure. The patient continued to escalate and stated that if the pump had to be unnecessarily taken out, there would be a big lawsuit against mdt.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.